Event description:
It was reported that the patient presented to the emergency room with pre-syncopal characteristics. The device stopped pacing during the hospital visit. The lead alerts had triggered, but there did not appear to be any issues with the leads. The battery had high impedance and was at battery voltage of elective replacement indicator (eri). It appeared that the device had not run capture management for two years. The device was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.